Event description:
It was reported that the patient had to charge the ipg more frequently due to ipg not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not released by the medical facility and will not be returned.